Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Activelife convex 1-piece pre-cut drainable pouch w/durahesive skin barrier w/1-sided comfort panel and tape collar 12" transparent.

Event description:
The pt reported she developed a red, itchy rash under the tape collar of the device during a period of one month prior to complaint receipt. Treated with hydrocolloid skin barrier with temporary relief. Advised to use device with tape removed. Pt outcome was not noted.